Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage tank, x-ray tube, and the snubber board were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system made a load popping noise from the x-ray tube then would not fluoro. No pt injury was reported.